Event description:
Patient presented to the physician with headaches, sore throat, and ear pain. Imaging was performed and it showed that the stimulation lead coil was too close to the nerve at the neck. Physician referred the patient to a neurologist where nerve block injections were administered. This resolved the issue.